Event description:
Case description: this spontaneous report was received from a brazilian physician via a sales representative and concerns a patient. The patient was injected with radiesse, on (B)(6) 2026. Batch number was reported as a00240460. A lot search in the global safety database was conducted. A 22g cannula was used. On (B)(6) 2026, after the radiesse injection, the patient experienced a vascular occlusion. The outcome of the event was reported as unknown. In the opinion of the reporter, the event was related to radiesse. Follow-up information was received on 21-apr-2026: the batch record review was received and the lot number for radiesse was confirmed as a00240460 (expiry date: 30-apr-2027). A lot search in the global safety database was conducted.

Manufacturer narrative:
A lot search in the global safety database was conducted on the reported lot (batch a00240460) and no similar events were noted. Assessment by merz: the event occurred in compatible temporal relationship, whereas no precise information was provided on injection site or event localization so a local relationship can only be assumed based on the wording of this report. Vascular occlusion (serious) is expected based on the current valid brazilian instructions for use (IFU) for radiesse and can occur after treatment with radiesse. The IFU of radiesse warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, the information provided is quite sparse and no further event details or corrective treatment were provided. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible temporal and assumed local relationship. This case is considered as serious with the serious event vascular occlusion because potential treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 21-apr-2026: the batch record review for radiesse, lot a00240460, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00240460) and no similar events were noted. Based on the information provided, causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event vascular occlusion because potential treatment was deemed necessary to prevent a permanent damage.